Manufacturer narrative:
A device history record (DHR) review is in progress. Once completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline breast implant where deflation occurred in the left prosthesis approximately 12 years after implantation. As a result, the device was explanted on (B)(6) 2018. No further information is available.

Manufacturer narrative:
The following additional information was accidentally omitted from the supplemental report submitted on 3/20/2018. The omission was noticed by mentor on 5/28/2018. Date of event: updated to (B)(6) 2017. Device serial number: updated to (B)(4). Implantation date: updated to (B)(6) 2004. Concomitant product: mentor smooth round moderate profile 325cc saline breast implant, catalog # 3506150, s/n: (B)(4). Replacement products (bilateral): mentor smooth round high profile memorygel 550cc breast implants, catalog # 3505504bc, s/n: (B)(4). Device evaluation summary: the device was returned to mentor without fluid inside. No foreign material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appeared intact. Leak testing was performed according to mentor procedures, and a leak was found at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point, it is not possible to determine the root cause of such damage. All implants are 100% inspected before leaving the facility. There is no evidence that the issue is related to manufacturing. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/22/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 3/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).